Event description:
It was reported to boston scientific corporation that during an uphold sacrospinous ligament fixation procedure using an uphold vaginal support system, as the physician was throwing the first leg assembly, the needle detached and was captured inside the capio cage. Reportedly, the carrier appeared to cut the suture once the leg assembly was thrown through the ligament. According to the complainant, the physician removed the device from the patient, and completed the procedure with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).